Event description:
It was reported that the device became stuck with the wire, holes occurred in the device, and the outer coating was sheared off. An angiojet solent omni catheter was selected for use during a procedure in the patients left superficial femoral artery (sfa). Access was obtained by going up and over an aorto bi-fem graft to get to the lesion. During the procedure, after allowing the tpa to sit for 30 minutes (the angiojet catheter was left inside of the patient during this wait time), the physician then tried to remove the device and found that it was adhered to the non-bsc wire. When the device was finally able to be pulled off of the wire, once it was outside of the patient, it was noted that there were lots of little holes in the shaft near the tip of the device, and it also appeared that some of the outer coating was sheared off. No other material fracture was noted. The device was wiped down with heparinized saline. No patient complications were reported. The patient was in stable condition and was discharged home. Returned product consisted of a solent omni thrombectomy system with an unidentified guidewire inside the catheter of the device. Blood was present inside and out of the device, as well as in the attached waste bag. Visual inspection of the device revealed that the spike/spike line was cut-off and the spike line tubing was knotted. The cut-off spike line tubing and spike were not returned for analysis. The proximal shaft of the catheter was kinked/damaged with hole in the shaft 15.5cm - 98cm proximal of the strain relief. Majority of the distal shaft was stretched. The stretching was so severe that a measurement was not possible and the inner lumen was stuck to the guidewire, making it impossible to be removed from the wire. The solent omni catheter was not detached or have coating sheared off; however, the coating on the guidewire was peeled off and bunched up inside the lumen of the catheter and distal of the catheter tip. The guidewire was measured using a calibrated snap gage and it was confirmed to be a .035'' guidewire, which is compatible with the solent omni device.

Event description:
It was reported that the device became stuck with the wire, holes occurred in the device, and the outer coating was sheared off. An angiojet solent omni catheter was selected for use during a procedure in the patients left superficial femoral artery (sfa). Access was obtained by going up and over an aorto bi-fem graft to get to the lesion. During the procedure, after allowing the tpa to sit for 30 minutes (the angiojet catheter was left inside of the patient during this wait time), the physician then tried to remove the device and found that it was adhered to the non-bsc wire. When the device was finally able to be pulled off of the wire, once it was outside of the patient, it was noted that there were lots of little holes in the shaft near the tip of the device, and it also appeared that some of the outer coating was sheared off. No other material fracture was noted. The device was wiped down with heparinized saline. No patient complications were reported. The patient was in stable condition and was discharged home.

Event description:
It was reported that the device became stuck with the wire, holes occurred in the device, and the outer coating was sheared off. An angiojet solent omni catheter was selected for use during a procedure in the patients left superficial femoral artery (sfa). Access was obtained by going up and over an aorto bi-fem graft to get to the lesion. During the procedure, after allowing the tpa to sit for 30 minutes (the angiojet catheter was left inside of the patient during this wait time), the physician then tried to remove the device and found that it was adhered to the non-bsc wire. When the device was finally able to be pulled off of the wire, once it was outside of the patient, it was noted that there were lots of little holes in the shaft near the tip of the device, and it also appeared that some of the outer coating was sheared off. No other material fracture was noted. The device was wiped down with heparinized saline. No patient complications were reported. The patient was in stable condition and was discharged home. Returned product consisted of a solent omni thrombectomy system with an unidentified guidewire inside the catheter of the device. Blood was present inside and out of the device, as well as in the attached waste bag. Visual inspection of the device revealed that the spike/spike line was cut-off and the spike line tubing was knotted. The cut-off spike line tubing and spike were not returned for analysis. The proximal shaft of the catheter was kinked/damaged with hole in the shaft 15.5cm - 98cm proximal of the strain relief. Majority of the distal shaft was stretched. The stretching was so severe that a measurement was not possible and the inner lumen was stuck to the guidewire, making it impossible to be removed from the wire. The solent omni catheter was not detached or have coating sheared off; however, the coating on the guidewire was peeled off and bunched up inside the lumen of the catheter and distal of the catheter tip. The guidewire was measured using a calibrated snap gage and it was confirmed to be a .035'' guidewire, which is compatible with the solent omni device. It was further reported this issue was reported by the facility on a voluntary medwatch/maude report # mw5081042. There was no injury or harm to the patient. The small holes/tears in the catheter inhibited it from being flushed/aspirating correctly.